Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the optic was torn and a haptic had been torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that a cq2015 three piece collamer lens was torn and the lens was in the patient's eye. Further information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report form will be submitted.